Manufacturer narrative:
The facility replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the head hi/low will not go down electrically or with the trend pedal.